Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter was displaying an error 2 message. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient tests four times a day and manages her diabetes with an unspecified dose of metformin (at breakfast time and teatime). The patient alleged the issue began three weeks prior to contacting lifescan. In response to the reported meter issue, the patient indicated she continued with her usual diabetes management regimen. As a result of the reported meter issue, the patient claimed she developed symptoms of hot, shaky legs, and blurred vision (date/time unknown). The patient however, denied receiving any form of medical intervention/treatment after the alleged meter issue began. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strip, the patient was using the proper testing procedure (per owner's booklet recommendation), and the alleged issue did not occur when turning the subject meter on manually with the power button. However, the reported meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint has been returned and evaluated by product analysis on march 22, 2012 with the following findings: the test strips involved with this complaint were tested and the primary complaint was not confirmed; however a secondary issue was noted where the test failed for control solution high. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.